Event description:
It was reported that an ilet bionic pancreas did not display dexcom g7 glucose values due to pairing failure while an older ilet remained connected to the transmitter, and the user ate before completing setup, leading to hyperglycemia. Symptoms included dry mouth and sluggishness. Outcomes included transient hyperglycemia with a reported glucose of 390 mg/dl and no hospitalization. Investigation included customer support troubleshooting, device reconfiguration, bluetooth toggling, deactivation of the prior ilet, sensor start on the active device, and successful re-pairing to the ilet and mobile app. Investigation of this case revealed that the g7 transmitter was still bonded to a previous ilet, preventing data from populating on the active ilet until the prior device was disabled and pairing was re-established. It was concluded, based on previously established findings for similar reports, that the cause was attributable to use-related setup and pairing issues rather than device malfunction, with resolution achieved after proper disconnection of the old device and completion of setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.